Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr gss was returned for product evaluation. The returned sample included the sheath. The sample was subjected to visual analysis. There was a kink observed 0.2cm from the sheath hub. Functional testing was performed. The sample was subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The air pressure was increased to 4.3 psi. The 3-way stopcock (3wsc) on the sheath hub was open to confirm airflow and closed. The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed forming around the sheath hub. A dilator was then inserted into the sheath per the device instructions for use (IFU). This assembly was submerged in water, and air bubbles were observed from the valve. The sample failed to pass leak testing when the dilator was inserted. The sheath hub was dissected to inspect the valve. A tear was observed on the valve. The complaint can be confirmed for fluid issues. The cause of the leak was the tear in the valve. The likely root cause of the tear in the valve is off-center insertion of the dilator through the valve. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Manufacturer narrative:
Implanted date: device not implanted. Explanted date: device not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that while doing a peripheral diagnostic runoff via the right radial artery, both the doctor and the tech noticed that the valve of the 60-1060 was leaking more than normal, even without the wire in. The estimated blood loss was less than 250cc. The patient was stable. The procedure outcome was a success. Additional information was received on 05 oct 2022: the procedure was completed with the glidesheath slender (gss) that had the leaking valve.